Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it should be noted no products were returned. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Ea delta cer insert 36idx52od, 121881752; pinnacle 100 ha acet cup 52mm, 121711052; delta cer head 12/14 36mm +1.5, 136536310; apex hole elim positive stop, 124603000.

Event description:
I covered a hip revision case yesterday afternoon at (B)(6) hospital where one of the instruments used to remove the ceramic liner failed to work and as a result the surgeon had to revise the entire cup rather exchanging the liner only. The instrument is size 52mm pinnacle ab liner extractor. It was from a loan kit booked under reference: (B)(4).

Manufacturer narrative:
(B)(4). Investigation summary it should be noted no products were returned. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.